Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain, cervical radiculopathy and spinal pain. Information was reported that the patient stated there is burning and major pain around the unit itself. The patient said, "maybe there was some sort of infection". The patient reported that they've done the antibiotics. The patient is planning to have their ins taken out. The patient has been trying to get into contact with their manufacturing representative (rep) in regards to paper work for the explant surgery. No further complications were reported. No additional patient symptoms were reported.